Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, which warranted heparin and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the event was unrelated to the use of any fresenius device or product, as the cause of the peritonitis touch contamination. The patient reported returning home from work late and failing to properly perform hand hygiene and/or don a mask prior to initiating treatment. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a patient line is blocked (soft alarm) and during the call stated that they are on heparin for an infection. The patient reported that they will perform an alternative treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that peritoneal effluent fluid cultures were collected on (B)(6) 2019 and were positive for gram-positive staphylococcus aureus. A cell count revealed an elevated wbc of 122/ul. The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily (duration not provided) and ip ciprofloxacin (dosage, frequency and duration not provided). Additionally, the patient reported that they were being treated with heparin for the infection / fibrin. The pdrn stated that the cause of the peritonitis was touch contamination. The patient reported coming home from work late and failing to properly perform hand hygiene and / or don a mask prior to initiating treatment. The pdrn stated that the events were unrelated to the utilization of the liberty select cycler or any fresenius device(s), drug(s) or product(s). The patient is continuing to perform continuous cyclic peritoneal dialysis (ccpd) therapy and is recovering from the event.